Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ lumbar radiculopathy. It was reported that patient called to clear por prior to an unrelated MRI as patient was in the emergency room for an unrelated event. Patient reported her rep directed her to call patient services (pss). Patient was not sure why the por was triggered as her stim was subthreshold. The patient programmer (pp) was able to pass to the clock to reset time but was unable to communicate with the ins. Patient was able to move past por to see charging screen on the recharger (insr) that showed she was charging the 2nd quartile at 8 coupling bars. It was reviewed to charge up and then attempt to communicate with the pp. Pss reviewed that if she was not successful in communicating with the ins, to show eligibility her rep would need to be contacted. No further complications were reported/anticipated.